Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for pre-op diagnosis of lumbar region spondylolisthesis. It was reported that, the screw was broken and the broken implant was inside the patient. As a result, patient had pain in the lower back. Procedure or technique performed was fixation and the reported screw implanted at s1 level was broken. Initial surgery was performed on (B)(6) 2024. Meanwhile during follow-up x-ray, that is on (B)(6), the screw was found broken. No information available on the plan of revision surgery to retrieve the broken screw from patient. There were no further complications reported regarding the event. Additional information received stating both lower screws were broken.